Event description:
Patient reported that on (B)(6), the patient experienced repeated vomiting approximately every five minutes before being rushed to the emergency room. While in the emergency room, the patient reportedly began seizing and required revival, although they do not recall the event and was informed of it by his wife and medical staff. Patient was then admitted to the ICU following that event. Following the incident, the patient received a letter from (B)(6) pharmacy indicating that 12 individuals had experienced similar symptoms, including seizures, vomiting, loss of consciousness, and unspecified hyperglycemic episodes, linked to the dexcom g7 receiver. Upon reading the letter, the patient associated his experiences with those described.